Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical reservoir cassette was involved in a " no message" alarm sounding frequently. No patient injury resulted.